Event description:
Additional information received reported the patient do not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3093-28, lot # v158396, implanted: (B)(6) 2008, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient had problems with the implant and experienced pain, incontinence, and urinary tract infections. It was stated that this was happening because the implantable neurostimulator (ins) was off. It was further stated that the patient turned the ins off because she ¿did not need it.¿ the pain was stated to have occurred ¿awhile.¿ the patient had an exam the day prior to the report and had ¿some spasms.¿ the healthcare provider (hcp) was going to turn the ins on, but the programmer batteries were dead. The patient was going to leave the ins off until her next appointment. The patient had an appointment scheduled for (B)(6) 2014.